Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported to rep by surgeon that he had a post-op bile leak following a laparoscopic cholecystectomy (for acute cholecystitis) the surgeon noticed the clip applier misfired and did not tighten down all the way with some scissoring clips. It also dispensed two clips at once. Ercp was performed showing leak from cystic duct stump so presumably clips not there, although not specifically documented. There was no "duct of luschka" leak. Clip shape was unknown. Bile leak treated with sphincterotomy and stenting. After discussion with surgeon, it was determined that surgeon was firing device multiple times without coming off tissue to ensure that clip was loaded properly. It was not the surgeon¿s normal routine to pre-load and inspect every clip within the jaws off of the vessel before placing on the structure. The surgeon was properly visualizing his first clip but was not visualizing subsequent clips after that prior to firing. The surgeon also reported he places three clips and divides leaving two on stump and one on specimen side. Representative has since reviewed proper steps for use with surgeon. Patient has been discharged.